Event description:
It was reported that sometime in 2012, patient¿s pump was shut off due to ¿the stuff was not working¿. It was indicated that the baclofen that was put in it was not working for patient¿s leg. It was added that ¿every time patient took one or somebody messed with it, patient felt like paralyzed the legs¿. It was also reported the baclofen in the pump was old and needed to be taken out. And requested more put back in. Patient wanted it empty if more was not put in. At the time of the report, the patient was going to have an MRI of the brain. Additional information has been requested, but it was not available at the time of this report. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).